Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the pump is intermittently responding to the buttons and sometimes it would take up to 3 minutes for the pump to respond after the buttons are pressed. The pump reportedly has not been exposed to moisture, but the keypad is intact. The pt declined to return the pump for investigation.